Event description:
Patient states one of their pumps doesn't seem to be functioning well. Patient reports they were due to change pump at 6pm on sunday night (B)(6) 2026 but they completely forgot & the pump never alarmed. Patient reports that at 3am on sunday they realized the cassette was completely dry. Patient called nurse & did report to the ER; date(s) of admittance & discharge or length of ER visit is unknown. Patient reports nurse and md tried to do some troubleshooting on pump but wondered if it was a malfunction. Rph attempted troubleshoot, settings were turned to high volume. To avoid this happening again the pharmacy is replacing solis pump serial number (B)(6). Patient does have a working pump on hand & is using back-up pump. No additional info, details, or dates available. Continuous infusion. Set flow rate & volume delivered unknown. Pump position when alarm occurred not applicable as no alarm reported. Pump return tracking info not available. Photographs not provided. IV remodulin pt via cadd solis pump. Current dose: 60ng/kg/min.